Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had been incontinent since having their ins turned off for an MRI the week prior to the call. The caller indicated they did not have a note indicating that the ins was turned back on. The ins could not be checked at the time of the call because they were not with the patient at the time of the call. The patient's symptoms were reported as sudden in that they occurred last week following an MRI. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.